Event description:
The customer that they received 2 blood glucose result of 0mg/dl. The customer stated the memory was checked and the memory shows results of 0,172 and 97mg/dl. No treatment was received. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.